Manufacturer narrative:
D2b: pro code: lit. G4 - premarket / 510(k): k141597.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the moderately tortuous and mild calcified radial arteriovenous fistula. A 6.0 x 80, 75cm mustang catheter was advanced for dilation. During the procedure, the balloon burst during second inflation at 24 atmospheres up to the rated burst pressure (rbp) for 30 seconds. The procedure was completed with another of same device. No complications were reported, and the patient condition was stable.

Manufacturer narrative:
D2b: pro code: lit. G4 - premarket / 510(k): k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 10mm in length and extended from a position 8mm proximal of the distal markerband to 1mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the moderately tortuous and mild calcified radial arteriovenous fistula. A 6.0 x 80, 75cm mustang catheter was advanced for dilation. During the procedure, the balloon burst during second inflation at 24 atmospheres up to the rated burst pressure (rbp) for 30 seconds. The procedure was completed with another of same device. No complications were reported, and the patient condition was stable.